Event description:
While visiting an account, a sales rep noticed that the right hand siderail on this bed would not latch. There was no pt in the bed at that time.

Manufacturer narrative:
Upon complaint review, it was determined that false latching or no latching of siderails could result in serious injury and therefore, this event will be reported. The technician determined the spring mechanism failed and replaced the siderail in order to resolve the problem.